Manufacturer narrative:
On 5/19/17 root cause: the customer returned mc and da boards were installed in an fi test ventilator. In diagnostic mode the blower ramped up to above 30000 rpm. The ventilator was run in normal ventilation for 2 hours without any errors occurring. No failure was found.

Event description:
The customer reported the blower not running: no patient involvement reported.